Manufacturer narrative:
PMA / 510(k)#: k901449. Medical device lot #: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had low draw during with draw the blood. No serious injury medical intervention.